Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument was found to have a chip in cutting blade, does not cut smoothly. The procedure was completed with no reported patient injury. Intuitive followed up with the initial reporter and obtained the following additional information: the scissor blade appeared damaged from cutting into a hard object, missing fragments were present at the patient-entry portion, no photos or video are available, and the instrument has already been returned for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis investigations replicated/confirmed the customer reported complaint: ¿chip in cutting blade does not cut smoothly¿. Failure analysis found the primary failure of mechanical indentations/burrs on instrument blades to be related to the customer reported complaint. The instrument was found to have blades damage at the midpoint of both blades. Blades edges were indented and dull preventing instrument from cutting as reported by the customer. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. The probable root cause is attributed to damage during use or reprocessing. Damage can result from mechanical impact, such as an accidental drop of the instrument. Improper cleaning during reprocessing, such as prolonged exposure of the instrument to harsh cleaning agents, can lead to cracking. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.